Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the rubber on the back of the cassette was peeled off, causing water to leak into the console during surgery and displayed error "irrigation output error. Fluidics error" was displayed. The surgery was completed after replacing the console with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used pak was visually inspected. The pump elastomer did not seat on the pinch plate properly initially. The pump elastomer was more difficult to seat in returned condition. Surgical residue was observed on the cassette infusion chamber and drain bag. Test on the sample was not performed to avoid the console being broken. Based on the returned condition, there is a potential the customer received the cassette with an elastomer that was not seated securely onto the pinch plate of the cassette. The elastomer lift during surgery will result in the customer's experience. The root cause of the customer's complaint was the alignment of the elastomer on the pinch plate. Based on analysis of the sample, the elastomer was not seated properly on the pinch plate during manufacturing in the assembly process of the cassette. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Each cassette is leak and flow challenged after final assembly to detect and reject any non-conforming cassettes. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).